Manufacturer narrative:
Further information requested, but not yet received.

Event description:
During a follow-up in clinic, a charge time out alert was noted on the device. A manual capacitor maintenance test was performed, however, it resulted in an error message. No further intervention was performed at this time. The patient was stable.

Manufacturer narrative:
The reported event of high voltage (hv) charging anomaly was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier were tested and no anomalies were detected. A device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The cause of the field event remains undetermined.

Manufacturer narrative:
Estimated implant date occurred in (B)(6) 2015.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was stable.